Event description:
A 69 year old white male who was admitted on 6/3/1998 with chief complaint of syncope. Found to be related to complete heart block. Temporary pacemaker placed with settings at rate of 70 with "ma" of 5 "sync." Pt with demand ventricular pacer/external went into ventricular pacer rhythm resulting in ventricular fibrillation and cardiac arrest at 0600 on 6/4/1998. Pacer had been pacing and sensing appropriately. Nurse found pacer with cover in place and settings at rate of 70 with ma of 5 sync. Pt received defib at 200 wattseconds, cardiopulmonary resuscitation, increase of "ma" on pacer to 20 and rate to 80. Pt restless and forgetful post code. Clinical engineering inspection on 6/6/1998 revealed no failures of device during testing.